Manufacturer narrative:
The device condition was identified prior to any patient involvement. No information to suggest a device related adverse event was received. If additional relevant information is received a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
Routine testing done prior to device restock noted a low battery voltage. The device was received in the unopened original shipping package and was sent for further analysis.

Manufacturer narrative:
The device condition was identified prior to any patient involvement. No information to suggest a device related adverse event was received. If additional relevant information is received a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found.

Event description:
Routine testing done prior to device restock noted a low battery voltage. The device was received in the unopened original shipping package and was sent for further analysis.